Event description:
The customer reported that their pump battery would not charge, despite using a tandem charging cable and a wall outlet as instructed. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, confirming the customer's warranty and shipping address. They instructed the customer to put the pump into storage mode and return it with a prepaid label within 10 days, which the customer understood and acknowledged.